Event description:
It was reported that since the implant procedure, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode had migrated from the original implant location. A defibrillation threshold test (dft) was subsequently performed where the patient's low amplitude measurements contributed to arrhythmia under-sensing. However, the dft conversion was successful and the shock impedance measurement was in-range. This information, along with x-ray images, were sent to boston scientific technical services (ts) for review. Ts confirmed that the time-to-therapy was appropriate and the three sensing vectors exhibited appropriate sensing amplitude measurements. No further action was taken and the patient is continuing with normal follow-ups. At this time, the s-ICD electrode remains implanted and no additional adverse patient effects were reported.

Event description:
It was reported that since the implant procedure, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode had migrated from the original implant location. A defibrillation threshold test (dft) was subsequently performed where the patient's low amplitude measurements contributed to arrhythmia under-sensing. However, the dft conversion was successful and the shock impedance measurement was in-range. This information, along with x-ray images, were sent to boston scientific technical services (ts) for review. Ts confirmed that the time-to-therapy was appropriate and the three sensing vectors exhibited appropriate sensing amplitude measurements. At this time, the s-ICD electrode remains implanted and no additional adverse patient effects were reported.